Manufacturer narrative:
The complainant was unable to report the serial number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2020. According to the complainant, during the procedure, three dots appeared on the screen. Reportedly, the image was lost as soon as it was passed up the duct. The controller was rebooted; however, after a few seconds the reported issue continued. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.